Event description:
While on a pt, the paramedic took the pt's blood pressure, but the window did not display any numbers. The paramedic cycled the power on the unit,and the screen went blank. Power was cycled again and the draft recorder displayed button fail and defib comm error. There was no pt harm.

Manufacturer narrative:
Evaluation summary: evaluation of the device revealed an intermittent defib comm error caused by water contamination on the chart recorder cable and j114 connector on the motherland. The device was repaired by replacing the chart recorder cable and the motherboard and, as a preventive measure, all connectors were disconnected, reattached, and secured and all integrated circuits in sockets were removed and reseated to assure continuity. The device was then tested and found to perform in accordance with its specifications.